Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced ongoing, intermittent elevated blood glucose (bg) level of 500 mg/dl and "high" resulting in vomiting. Cause of bg level was not known. On (B)(6) 2023, customer administered a manual injection to address the issue and went to the emergency room with ketones; amount was not known. Customer was treated with manual injections and discharged the following day with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.